Event description:
It was reported that an unspecified number of venflon pro safety 18ga 1.3mm od 45mm l experienced catheter adapter/connector/hub unable to connect to mating component during use. The following information was provided by the initial reporter: we recently had an issue with bd pro-safety venflons size 18g, lot number: 9052958p41. When we attempted to attach a 3 way extension to these it was not possible to do. We tried with another from the same batch and had the same problem, but when we tried with a different batch number there was no issue.

Manufacturer narrative:
H.6. Investigation summary: two representative samples were received for evaluation by our quality team. Upon visual inspection and measurement of the samples received, no abnormalities were identified; therefore, the failure cannot be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of venflon pro safety 18ga 1.3mm od 45mm l experienced catheter adapter/connector/hub unable to connect to mating component during use. The following information was provided by the initial reporter: we recently had an issue with bd pro-safety venflons size 18g, lot number 9052958p41. When we attempted to attach a 3 way extension to these it was not possible to do. We tried with another from the same batch and had the same problem, but when we tried with a different batch number there was no issue.